Event description:
3 of 3 reports. Other mfg report numbers: 3014334038-2025-00030, 3014334038-2025-00031. This report is for a cerelink sensor: a facility reported a cerelink monitor displayed "sensor failure" while in use in the intensive care unit. The senor was removed. No additional information has been provided after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: the cerelink sensor was returned for evaluation: DHR - lot 7034023 / sn (B)(6), conformed to the specifications when released to stock failure analysis - the issue of the complaint was confirmed: unknown foreign matter over sensor area catheter crimped/stretched 42cm from connector end and 31.6cm from distal end internal wires broken where catheter is crimped/stretched 42cm from connector icp express = no transducer detected, cerelink monitor not acceptable (sensor failure displayed) no further testing possible. Root cause - the possible root cause for this issue could be ¿excessive pressure applied to product¿ or inadvertent damage to the device. However, the cause of the issue could be mishandling of the catheter. The damage could happen during the transport of the patient to the ICU.

Event description:
N/a